Event description:
It was reported that clotting occurred during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "I have received a call from a customer requesting a paqc observation to address their map tube clotting issues that they are seeing in their facilities."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot could not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot could not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "I have received a call from a customer requesting a paqc observation to address their map tube clotting issues that they are seeing in their facilities."